Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-splitters; upn: m365sc3400300; model: sc-3400-30; serial: (B)(6); batch: 17317526/18178857;

Event description:
It was reported that the patients ipg was not working as intended. High impedances were noted on the lead splitter. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.